Event description:
It was reported that the patient experienced infusion set tubing came apart since set was hooked in the door handle on (B)(6) 2026. The infusion set was used for two days.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: (B)(6). Zip code:(B)(6). Name medtronic minimed. Street 18000 devonshire street. City northridge. State ca . Zip code91325 . Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.